Manufacturer narrative:
The device has been requested, but has not been rec'd for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetrical vaulting was noted approx 1 month post implantation of the iol in the pt's left eye. Repositioning of the lens was performed successfully. Approx 3 months later, asymmetrical vaulting was noted again and the lens was subsequently exchanged for a different model lens. Before the lens was exchanged the bcva was 20/15. According to the surgeon, the most likely cause of the event was "asymmetric contraction and fibrosis of the capsular bag." The surgeon also indicated that the pt's prognosis is excellent.